Event description:
It was reported during an implant attempt the atrial lead was exercised prior to implanting and required many rotations to extend the helix. Upon another attempt to exercise the helix, the helix would not extend. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the lead was stretched. It was also noted that, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis revealed that the lead is stretched to 56 cm. Lead has been stretched causing inner tubing to buckle. This prevents torque transfer when turning the is-1 pin. Lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.